Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that cardiosave hybrid type "g" plug intra-aortic balloon pump (iabp) with ECG wire with siemens hemo test. No patient was involved. No one was harmed.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6), event site state: (B)(6)) despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : no update regarding unit repair.

Manufacturer narrative:
A getinge field service engineer (fse) found onsite doing soldering audio jack and testing result not pass and waiting siemens information pins output. Online meeting with siemens personal for information, onsite whc doing wires blue and white/blue soldering and siemens catheter lab system configure to a01 ECG analog out and testing working ok. Result cardiosave can receive external ECG sync. User use for 2 week to confirm length/signal.